Event description:
It was reported, "during the sheath delivery process, it was found that the tail end of the guide wire that had been inserted into the body was rough, the puncture sheath could not be fed, and the puncture sheath had a tear."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed a damaged guidewire. A small burr was observed at one end of the guidewire. No other damage was observed on the portion of the guidewire that was visible in the returned photograph. While damage on the guidewire was observed, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root case. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "during the sheath delivery process, it was found that the tail end of the guide wire that had been inserted into the body was rough, the puncture sheath could not be fed, and the puncture sheath had a tear."